Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via email of high blood glucose readings and hospitalization. The mother stated that her daughter did not put in the needle correctly and the patient had high blood glucose readings. The mother stated that her daughter was in the hospital for 3 days. The mother declined help from the 24 hour helpline.